Event description:
It was reported that an 8f angio-seal device was deployed rather than a 6f device because the hosp had no 6f devices in inventory. A 5f sheath was placed into the right femoral artery. The pt experienced pain during deployment and was subsequently taken to surgery where a dissection was noted at the puncture site and collagen was found in the artery. The device was removed and the pt has recovered. A pre-placement angiogram was performed prior to deployment, the sales rep was not present during deployment, during subsequent review of the angiogram he stated that the vessel was smaller than 4mm and there appeared to be some stenosis at the insertion site. It should be noted that the 8f angio-seal device that was deployed was an expired device, which the user was unaware of at the time of deployment.